Manufacturer narrative:
Failure analysis for fiber model #0010-2400, lot #611a, serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface, and indications of slight melting on output; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the first surgical fiber was replaced at 38,250 joules of use and 8:00 minutes due to the inner part of the fiber separating from the external (fiber tip was likely rotating). The second surgical fiber was replaced at 53,607 joules of use and 10:22 minutes do to a broken cap (possibly while cleaning). The third surgical fiber was replaced at 83,830 joules of use and 14:48 minutes due to pause time during coagulation (possibly fiber time out). The procedure was completed using a fourth surgical fiber for 178,615 joules of use and 29:33 minutes. Patient outcome: there was no injury to patient reported. This report is for the first surgical fiber used.